Manufacturer narrative:
On (B)(6) 2018, haemonetics field services received a phone call from ked plasma llc, who reported that they were experiencing issues with their nexsys pcs¿ and found the interconnect pcb to have been burnt out. The customer's on-site technician will perform the device evaluations and repairs prior to returning the device to service. Haemonetics has provided ked plasma with a replacement interconnect pcb, and a new ribbon cable so that the on-site technician may repair the failed components and then ensure the device meets manufacturing specifications prior to being returned to service. As of the date of this report, the failed interconnect pcb has not yet been returned to haemonetics for further evaluation. The cause of the failed interconnect board cannot be determined at this time.

Event description:
On (B)(6) 2018, haemonetics field services was contacted by kedplasma llc regarding an issue involving their nexsys pcs¿ device, the customer reported that they had experienced frequent issues with the device, and the on-site technician found the interconnect board to be burnt. There was no donor/patient involvement with the device when this issue was encountered. There was no injury reported to the operator of the device. The customer requested replacement components to be sent to repair the device.